Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. .

Event description:
The customer reported the equipment has no image. There was no reported patient involvement.

Event description:
The customer reported the equipment has no image. There was no reported patient involvement.